Manufacturer narrative:
Patient information was requested and the customer stated the patient was a dog, not a human.

Event description:
The customer reported a high pressure alarm and then excessive leak. The customer reported there was patient involvement and no patient harm.